Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was 276 mg/dl and a bolus via the pump was delivered to address the bg. The customer stated that the high bg was due to consuming a large meal. After delivering the bolus, the customer's bg level returned to target range.